Manufacturer narrative:
Scrapped.

Event description:
It was reported via medwatch mw5110915 that an infection developed around the zip device at the surgery site. User facility noted black eschar formations, wound dehiscence, and necrosis at the incision. Patient was treated with debridement, and extensive wound care. Required surgical re-closure.